Event description:
Checked pump approx 10 minutes before incident. Pump was beeping and reading infusion complete. Noted fluid low. Put in buretol then put amount on pump to be infused. Approx 10 minutes later went to zero pump and discovered all fluid gone. Elevated glucose.